Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) spinal pain. It was reported that while charging implant battery last night and also the time before last night it was not charging like it always did before or it should. Patient stated she wants a manufacturing representative (rep) to be present at health care professional (hcp) to get her equipment checked to see if it's just her or her equipment. Verified the issue patient was having and patient stated " when charging it looks like its charging but then when she pushed the button to see how much of a charge is in the implant battery, it just stays where it always was. Patient states when she removes recharger and put it back on, it will look like it has a lot more battery". Patient stated maybe implant is charging but recharger is not recording it. Patient confirmed she gets all 8 coupling bars shaded when charging. Patient stated she has an appointment on monday ((B)(6) 2018). No patient symptoms or complications were reported in this event.